Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a shortened battery life and she had had 5 to 7 occasions where the display was blank when changing the battery. Blood glucose value was 296 mg/dl. The customer stated that the display was not blank currently. The battery indicator was showing only one bar and the last battery change was 5 days back. The customer confirmed that the battery cap and compartment were not damaged or corroded. She was instructed to clean the battery cap and wait 5 seconds before inserting a new battery. She was advised to monitor the device and call if problems recur.